Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injurythis issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of white powder-like contaminants, white and grey dust-like contaminants in the top of blower box, blower, and bottom of blower box, air inlet of blower box, front panel and bottom of bottom enclosure. The manufacturer also found evidence of indeterminate black particles, black hair-like object, broken blue filters and black residue consistent with keratin in the top enclosure, air outlet of rear panel, blower outlet, blower box, blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-4. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with white and black particle, dust, hair like objects, broken filters and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h3 and h6 has been updated / corrected.